Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device fails defib/pads test during operational check intermittently. There was no report of patient involvement.